Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The cause of death was diabetic ketoacidosis. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected three days prior to death. The customer was not using sensors. The caller stated that the customer's blood glucose was off of the charts and that treated; the customer's blood glucose was brought down to the 600 mg/dl, 500 mg/dl, then 400 mg/dl range. However, the customer's heart stopped and she was resuscitated outside of her home. On the way to the emergency room, the customer was gone for approximately 20 minutes before being brought back. The customer's brain patterns were not right. The customer died during her hospitalization. The caller agreed to return the insulin pump but was unable to upload the device data at this time.